Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06400. Imagery review found that there is evidence of an injury with contrast extravasation after the commander delivery system is removed from the body.

Event description:
As reported by our edwards affiliates in australia, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve, it was not possible to align the balloon of the commander delivery system and valve, the fluoroscopy marker was ahead of the valve. Inflation of the balloon was good, but an irregular balloon was noted at the ventricular portion as the balloon moved towards the ventricle during the inflation. The final deployment of the valve was fine. Initial fluoroscopy post-deployment showed some aortic regurgitation and echo showed trivial aortic regurgitation with no effusion. However, the patient's blood pressure dropped to around 80 systolic and the patient experienced some chest pain. There was intermittent right bundle branch block (rbbb) and st-t depression on the ECG, but no action was taken. The patient was known to have an 80% mid-left anterior descendent artery lesion. An effusion was noted on the right coronary cusp (rcc) side of the tavi, there was a contained aortic dissection. Transesophageal echocardiography (toe) was performed. The effusion had increased and a pericardiocentesis was performed. The patient was to have a CT scan to assess the nature and extent of the bleed (no tamponade) and proceed to cardiac surgery. After the surgery, the patient was noted to be doing well. As per medical opinion, the root cause of the aortic dissection was calcium on the left coronary cusp perforated the annulus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcium) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.